Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperative condition and generated background fault codes. Reportedly, the patient desaturated to seventy percent and then recovered. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury. A review of the diagnostic logs indicates there was a loss of ventilation.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator went into an inoperative condition and generated background fault codes. A review of the diagnostic logs indicates there was a loss of ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, confirmed the reported issue and found relevant diagnostic codes in the ventilator logs. The fse replaced the mix controller pcb printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The event was isolated in the field to a potential fault of the mix controller pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction section h6 evaluation code conclusion and component codes. H3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven ventilator went into an inoperative condition and generated background fault codes. A review of the diagnostic logs indicates there was a loss of ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, confirmed the reported issue and found relevant diagnostic codes in the ventilator logs. The fse replaced the mix controller printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specification at the time of service. The mix controller pcba was returned to the medtronic for failure investigation. No anomalies were found during visual inspection. The functional test found no issues/faults with the mix controller pcba and the reported event was not duplicated. The replacement of mix controller pcba did resolved the reported issue in the field; however, the returned component was analyzed and were no fault found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.